Manufacturer narrative:
One device was returned for investigation. It was reported that complaint of ¿pump had error code 46510,¿ confirmed through pump power up test, device displays system fault 46510. Pcba will need to be replaced. Upon further investigation, found dso seal delaminated, dso sensor contaminated, uso seal buckled, fluid ingression on lcd, fluid ingression on motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had error code 46510. The event occurred during testing. There was no patient involvement and harm.